Manufacturer narrative:
The reported events for insulation damage and low pacing impedance were confirmed. Internal insulation abrasion was noted at 18.9 cm from the connector pin. This is consistent with procedural damage due to suture sleeve tie down force. The reported events were isolated to the exposure of the inner coil at the suture tie down region occurring at implant.

Manufacturer narrative:
Correction: d4: serial number should have been (B)(4) instead of (B)(4) and lot number should have been a000100485 instead of a000100448.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead to be implanted exhibited low pacing impedance. Additionally, there was a slight insulation damage to the lead. The right ventricle lead was replaced during the procedure on (B)(6) 2020. The patient was discharged.